Event description:
Device malfunction: none. Time of malfunction: after the procedure. Symptoms/ae: cva and mi. The following event was noted through a periodic article review. A study was performed to evaluate the impact of increasing age on anatomic factors affecting carotid angioplasty and stenting in 133 patients. Reportedly, three patients experienced a myocardial infarction (mi) which occurred in less than or equal to 30 days post-procedure; all three were detected by enzyme (troponin) elevation only and were not associated with any ECG changes. Four cerebrovascular accidents (cvas) occurred in less than or equal to 30 days post-procedure, three of which had no residual deficit >72 hrs and one who had a persistent focal deficit. One patient experienced both mi and cva. The article lists the rx acculink system along with 3 other competitor stent systems used for the carotid procedures (cas). The article does not correlate the reported patient outcomes to a specific stent system (specific MFR not identified). The systems used were abbott rx acculinks/rx accunet, boston scientific wallstent/epi filterwire, cordis precise/angioguard; endotex nexstent and medtronic guardwire for the cas procedures. No add'l info was available.

Manufacturer narrative:
This report involves a study noted in an article. No device was available for analysis. The part and lot number was not identified; therefore, a device history record review could not be performed. Attachment: peter l. Faries, md; titled, "the impact of increasing age on anatomic factors affecting carotid angioplasty and stenting". Journal of vascular surgery 2007; 45: 875-80.